Manufacturer narrative:
Additional information was received on 11/29/2016, stating that the sk-12 was removed from patient in a revision surgery on (B)(6) 2016. The surgeon commented to the sales representative that the patient was non-compliant. The patient indicated to the surgeon that something had been dropped on his foot. The lot information was provided in the updated information and the dhrs were reviewed. There were no issues were identified with the manufacture of the lots that could have caused or contributed to the event. The most likely root cause is non-compliance of the patient and something dropping on the patients foot per information provided by the surgeon. The company will supplement this MDR as necessary and appropriate. Not returned to manufacturer.

Event description:
It was reported by a sales representative on 07/22/2016 that a screw (1405-10xx) placed during a lapiplasty procedure backed up from the plate. The screw was originally implanted on (B)(6) 2016. There was no report of any patient injury. The surgeon stated that a revision may be necessary but no revision has been completed to date. On 11/29/2016 additional information was received from the sales representative confirming that a revision was completed on (B)(6) 2016 to remove the sk-12 system. The surgeon confirmed that one of the screws was backing out and the others were loose. A new plate and screws were implanted.

Manufacturer narrative:
The 2.5mm diameter locking screw (1405-10xx) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. There was no report of any patient injury. The surgeon stated that a revision surgery may be required however one has not been completed as of follow up on (B)(6) 2016. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00004, on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted. The exact product identification was not provided however it was determined to be either a 1405-1012 or 1405-1014 screw. The dhrs were reviewed and no issues were identified with the manufacture of the lots that could have caused or contributed to the event. The root cause investigation of the screw backing out of the plate is in process. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
It was reported by a sales representative on (B)(6) 2016 that a screw (1405-10xx) placed during a lapiplasty procedure backed up from the plate. The screw was originally implanted on (B)(6) 2016. There was no report of any patient injury. The surgeon stated that a revision may be necessary but no revision has been completed to date. After a similar event which resulted in a revision surgery was reported on MDR (B)(4), on (B)(6) 2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The sales representative was contacted on 08/16/2016 and confirmed that there was no revision completed for the patient.